Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicated that this device was explanted for therapy upgrade. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) device was not working possibly due to open heart surgery. The patient stated that therapy was suspended during the surgical procedure. Boston scientific technical services (ts) assured the patient that latitude was one thing and the device another. Several attempts to obtain additional information if therapy was turned on were unsuccessful. This ICD device remains in service . No adverse patient effects were reported.